Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an acl reconstruction procedure on (B)(6) 2022, it was observed that although a fms connect interface cable vue was properly connected, the suction on the shaver was not working. They switched interface cables from another tower to complete procedure. No patient consequences or delay in surgery were reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed s appropriate. Investigation summary: both a photo and the actual device were received for evaluation. The customer provided a photo of the product label which contained the product code and the serial number, these numbers were verified, and they were correct. According with the visual inspection of the photo, this complaint cannot be confirmed. The device is required for testing, the photo provided did not contain enough evidence to determine why the customer experienced the failure, hands on analysis would provide the required evidence to provide a root cause. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the connector and pins were in good condition. The connector cap was attached to the connector as it should, the cable was damaged at the part were the connector and the cable met. When performing the functional test, a shaver hand piece and another fms connect were used to test the functionality of the device. The device failed to work. According with the visual inspection and test result, this complaint can be confirmed. A possible root cause can be attributed to the hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to damages on the cable, however this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device k14a41788, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.